Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the criteria for the right ventricular lead integrity alert were met, oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-sustained tachycardia (nst) episodes with ventricle-ventricle intervals less than 220 milliseconds (B)(6) 2016. 147 ventricle-sensing integrity counter (sic) in the last 19 days. Alert lead failure predictor triggered on (B)(6) 2016 for ventricle-sics and nsts. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. 419588 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and right ventricular (rv) leads exhibited oversensing with noise. The leads will be replaced, but currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.